Event description:
Reportable based on analysis performed 10/31/2006. It was reported that during a venous angioplasty and stenting treatment procedure in the iliac vein, "the utd balloon was crossed through the lesion over the amplatz super stiff. Using an encore inflator, we began to slowly inflate the balloon with 50/50 contrast, but the balloon was not being inflated and the pressure gauge was not reading. Then we realized that the contrast was leaking from the distal part of the balloon. "The physician" retracted the balloon and it was broken from the distal end". It was further reported that the lesion being treated was minimally calcified, 70% stenotic, and 16 mm x 60 mm in size. The procedure was completed with a different device. No pt injuries or complications were reported.

Manufacturer narrative:
Device analysis can confirm that a complete circumferential tear had occurred in the balloon material. Microscopic examination of the balloon material and of the distal markerband could not identify any issues with the balloon that could contribute to the tear. A review of the manufacturing record for this batch (7396793), shows that the device met its material, assembly and product specifications. The root cause of the complaint incident could not be identified. We will continue to monitor and trend this type of complaint in order to ensure that there is no compromise of product quality.